Event description:
However, during the retraction movement of the catheter, the leading end of the device catheter separated but remained on the lunderquist guidewire. The proximal portion of the guidewire was stabilized with a snare and removed from the patient together with the leading end of the catheter. The patient tolerated the procedure.

Manufacturer narrative:
B5: corrected last part of event description. H6. Device code 2: corrected code. H6. Method code 3: added code. H6. Results code 2: added code.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular thoracic aortic treatment and was therefore implanted with a gore® tag® conformable thoracic stent graft with active control system. A tgmr404020e component was advanced over a 0.035¿ lunderquist guidewire to the left subclavian artery. As the radiopaque proximal alignment marker was incorrectly positioned towards the lesser curve relative to the guidewire, the delivery catheter was rotated several times and the marker was repositioned. After the device had been deployed to intermediate diameter, angulation control was used and secondary device deployment was also successfully performed. To then release the device from the delivery catheter, the physician rotated the red lockwire handle 90 degrees counter-clockwise. When pulling the handle however, it reportedly broke on one side with the lockwire not coming away with the handle. The physician resorted to using the backup deployment mechanism of the deployment hub according to the instructions for use and cut and pulled the lockwire in the appropriate channel. This remedied the situation. Subsequently, the physician was able to remove the gray angulation assembly handle as per usual procedure not using the backup deployment mechanism. However, during the retraction movement of the catheter, the leading olive separated but remained on the lunderquist guidewire. The proximal portion of the guidewire was stabilized with a snare and removed from the patient together with the guidewire. The patient tolerated the procedure.

Manufacturer narrative:
Device code 2: added code. Method code 3: added code. Code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The gore® tag® conformable thoracic stent graft with active control system tgmr404020e/20954493 was returned to gore and an engineering evaluation was performed. During the device evaluation it was found that the connector on the lockwire handle was broken. The lockwire appeared twisted or coiled in two regions. The catheter was broken in the location of the dual lumen. The olive remained attached to the proximal segment of the catheter. The broken ends of the catheter had a twisted appearance. The broken catheter is likely attributable to over rotation of the catheter during device positioning. The lockwire separating from the lockwire connector may be attributable to over rotation of the catheter and/or over rotation of the lockwire handle during lockwire removal. Based on the event description, the observed indications of over rotation, and the physical device examination, there is no indication of relation to a manufacturing deficiency. Code 22 - according to the gore® tag® conformable thoracic stent graft instructions for use (IFU), complications associated with the use of gore® tag® conformable thoracic stent graft may include but are not limited to: catheter breakage.